Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a reservoir leak. Customer stated the reservoir leak occurred while filling the insulin. Customer stated the leak was located at the second o-ring. The customer stated the issue occurred with the past five reservoirs. The customer also reported fluid present in the insulin pump. Customer's blood glucose was unknown. Customer agreed to return the reservoir for analysis.